Event description:
It was reported that the manufacturer¿s representative was with a revision yesterday. Last week, the implantable neurostimulator (ins) was replaced due to normal battery depletion. It was thought to be the (B)(6) generator that was replaced on (B)(6) 2014. Yesterday, the physician removed the two old leads and removed the two extensions. The ins was kept in place and new extensions and leads were implanted. A cervical lead was implanted with the extension. The reason for the revision was that the patient lost therapy with the old leads. Patient experienced symptoms of loss of stimulation. The patient was reported to still be sore from procedure, so they are not using stimulation very much but has paresthesia overlap in pain area. It was reported that the hospital did not release the explanted materials but might in the future. Interventions for this event include the revision that occurred yesterday. The results or outcome of the event was reported to be unknown at the time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3487a-45, lot# j0546620v, implanted: 2005 (B)(6); product type lead product ID 3708360, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3487a-45, lot# j0546571v, implanted: 2005 (B)(6); product type lead product ID 3708360, serial# (B)(4), implanted: 2005 (B)(6); product type extension. (B)(4).